Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw was fractured.

Event description:
It was reported that the implant's drive feature was damaged which resulted in prosthesis not seating correctly.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. The device was implanted on an unknown tooth location. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the implant's drive feature was damaged which resulted in prosthesis not seating correctly. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.